Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 507 mg/dl; the customer alleged that the high bg was due to not delivering enough insulin after consuming carbohydrates. Correction boluses were delivered and the pump settings were adjusted to address bg level. Recommendation was made for customer to consult with healthcare provider.